Manufacturer narrative:
Baxter received and evaluated the device. The system door not fully latched alarms were reproduced and confirmed through evaluation. This condition was reproduced while attempting to load a set. The force required to close the door was above expected levels due to the door hooks being out of adjustment. The door hooks and latch pins were replaced.

Event description:
It was reported a spectrum pump had door not fully latched alarms. This condition occurred prior to therapy, and there was no patient injury.